Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A medtronic representative reported that while preparing for a procedure the imaging system was unable to boot. A bent pin was observed on the interface (umbilical) cable. The site brought in a different imaging system for the upcoming system. After straightening the pin it was possible to get the system too boot. There was no patient present when this issue was identified.

Manufacturer narrative:
It was reported that the interface (umbilical) cable was replaced. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) interface cable was returned to the manufacturer for evaluation and the reported issue was confirmed. The part failed bench and gbit testing. Continuity and visual testing passed.